Event description:
Customer reported fire, smoke, and melting of the device. Customer is not able to power on the device. Device is cleaned and disinfected with alchohol wipes. No treatment was received. A request was made for return product and replacement product was sent.